Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: b5, d8, d9, and h3 the device was returned for inspection and the customer's allegation was confirmed. Foreign material on the light guide rod lens was also identified. Based on the results of the investigation, the definitive root cause of the reported issue could not be determined. However, it is likely the cracked objective lens led to the mark in the center of the image. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The previous report of "loss of dark fluid was visible when the gastroscope was in a vertical position. It was dripping from the opening of the internal channels at the distal end of the tube. " does not pertain to this record and was reported erroneously. No additional information was received from the customer.

Event description:
It was reported the gastrointestinal videoscope had a mark in the center of the image and loss of dark fluid was visible when the gastroscope was in a vertical position. It was dripping from the opening of the internal channels at the distal end of the tube. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.